Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09108. The patient received the scs system including two percutaneous leads (from different lots) on (B)(6) 2011. It was reported that the patient had a medical intervention to replace the leads due to migration. The patient reported good coverage and comfortable stimulation postoperative. No further patient complications were reported.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of migration could not be confirmed via product analysis testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.